Manufacturer narrative:
The returned device was evaluated and a bend was identified in the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were identified during the investigation. Although the cannula was bent, the contribution of the bend to the reported high bg levels could not effectively be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 21 and 22 mmol/l (378 to 396 mg/dl) and that the cannula was bent. There was several correctional boluses (exact amount was not provided) but was not able to lower the patient's bg levels. Hyperglycemia treated by patient activating new pod and a manual injection of insulin (exact amount was not provided). The pod was worn between 4 and 24 hours on the abdomen.